Event description:
Reporter noted laser shut down after 15 shots; displayed a service requested message. Unable to complete procedure; culminated as soon as possible. Rescheduled three other cases.

Manufacturer narrative:
Waiting for evaluation results.